Event description:
It was reported that during priming of the device for an extracorporeal membrane oxygenation (ECMO) procedure, the partial pressure of carbon dioxide (pco2) value reads high on the blood parameter monitor (bpm) compared to another unit. The device was not changed out, as the bpm was recalibrated and continued to use for case. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(4) 2014: just prior to wet priming the ECMO circuit, the circuit was flushed with carbon dioxide (co2) gas. After the circuit was wet primed with isolyte and blood, the shunt sensor was placed in the cpb circuit. The prime solution was buffered with 30 meq of sodium bicarbonate (as per normal routine). Prior to connection to the pt, gas flow is initiated through the oxygenator to blow off co2 in order to ring the pco2 level down to a physiologic level. The cdi shunt sensor is used to measure the pco2 (of the prime) in order to gauge the effectiveness of the co2 blow off. In this case, as gas flow was directed through the oxygenator, the partial pressure of carbon dioxide (pco2) of the prime (as measured by the shunt sensor) did not decrease as is usually the case. The ph measure of the blood parameter monitor (bpm) changed, as did the po2, but the pco2 remained very high. A blood gs of the prime solution was measured by a lab analyzer and the lab analyzed pco2 was very low (14mmhg). The nurse (emco technician) removed the shunt sensor from the circuit and replaced with another sensor. The new sensor worked without issue. According to the nurse (emco technician), the start of ECMO was delayed about fifteen minutes, but had no impact on pt care and no impact on the health of the pt. The ECMO procedure was completed without associated blood loss and no pt harm was attributed to this issue.

Manufacturer narrative:
This complaint is related to medwatch # 1828100-2014-00801.